Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4)

Event description:
The customer reported via phone call that his blood glucose was 40 mg/dl. He treated with glucose and his blood glucose increased to 400 mg/dl. He also had a reading of 512 mg/dl, which he treated with a bolus from the insulin pump. Troubleshooting was initiated to inspect the pump and no apparent damage or anomaly was present. The customer was advised to speak with their health care professional about the low blood glucose and to monitor the pump and call back if issues persist. No products were shipped or returned.